Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. No further investigation can be performed at this time. (B)(4).

Event description:
During a rotator cuff procedure it was reported that as soon as the surgeon started the blade, metal shedding was observed in the joint. The shedding was removed via suction and the joint was flushed. No delay, patient injury or complications were reported.